Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called stating received a button error alarm. Customer's blood glucose was 266 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons and button error alarm due to flattened buttons dome switch. The device had minor scratched lcd window, cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.